Event description:
It was reported the customer received a no delivery alarm although they had plenty of insulin remaining. The customer stated they were working in extreme cold conditions, but once they were inside, their insulin was able to be warmed to enable insulin delivery. The customer did not want to be transferred to the helpline. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.